Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer resolved the high bg level by performing a correction injection via multiple daily injections. Reportedly, the customer changed the infusion set and cartridge and resumed insulin use to resolve the issue.